Event description:
Caller reported a cartridge alarm 20. Customer's blood glucose level was 587 mg/dl due to the issue. To address this, the customer administered a correction bolus via the pump. There was no need for assistance from a third party. Customer service confirmed there was no history of related alarms with this pump and decided to replace it as it was still under warranty. Customer acknowledged receiving a pump with updated software and temporary use of multiple daily injections as backup therapy. Technical support ensured the caller was informed about storage and return procedures for the problematic pump, which was shipped with a pre-paid return label for retrieval within 10 days.